Manufacturer narrative:
Device had broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment was cracked and busted in two and about halfway around it was loosed of the insulin pump. The customer¿s blood glucose level was 68 mg/dl. The customer also stated that the location of damage was top where the reservoir goes in was cracked. Troubleshooting was performed for damage and noticed the insulin was able to hold the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.